Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the blood glucose (bg) reading was over 600 mg/dl and at the time of the report, the bg reading was 560 mg/dl with high ketones. The patient reported that an occlusion occurred on the day before when only 0.35 units of a 2.35 units bolus was delivered. Reportedly, the patient has gastroparesis, is on gastric stimulator, feeding tube and recently had a sepsis event. It was also reported that the patient was very thin with limited subcutaneous tissue. Review of cartridge usage techniques indicated that the instruction for use was not followed. This complaint is being reported based on the allegation that the patient experienced an adverse event related to an occlusion attributable to incorrect use of the cartridge.

Manufacturer narrative:
The cartridge has not been requested for return at this time. If the cartridge is returned to animas, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.